Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message on 05 mar 2017 after performing 502 compressions over a period of 8 minutes and 35 seconds, the platform stopped due to system error 132. Unrelated to the reported event, the front cover was found cracked. Upon replacement of the processor board and the damaged component, the platform was further and passed the testing without any issues or further error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. When the device does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse compressed for 5 minutes and displayed a system error / out of service / revert to manual CPR message. Manual CPR was immediately performed for an unspecified amount of time. Return of spontaneous circulation was not achieved by the combination of mechanical and manual compression. The transition from autopulse to manual CPR by trained users is quick and takes only seconds, which is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. The quick transition did not negatively impact patient's outcome. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Death is an expected outcome for ohca.

Event description:
It was reported that the emergency crew responding to a cardiac arrest patient used the autopulse platform (sn (B)(4)) to perform compressions during patient transport and after 5 minutes of operation, a system error / out of service / revert to manual CPR message was observed on the display screen. Following this, manual CPR was immediately performed for an unspecified amount of time; however, a return of spontaneous circulation was not achieved and the patient died. Additional information noted from the physician stated that there is no causal relationship between the patient's outcome and the device issue. The users observed no issues on the platform during shift check and deployment state. No further information was provided.